Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected gradually increasing impedance measurements on the right ventricular (rv) lead for this pacemaker dependent patient. The lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.